Manufacturer narrative:
Additional information: cec adjudicated the death as a non-cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: date of death was updated to (B)(6) 2019. Sponsor assessed the event as not related to index anti-platelets medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the patient had four resolute onyx des implanted, one in the lad and three in the cx. Approximately 2 months post index the patient suffered brain lesion-metastatic melanoma. The patient was treated with a blood transfusion and medication. The cec adjudicated inter-cranial bleed as a barc type 3c bleeding complication. The investigator assessed this event as not related to the anti-platelet medication or index device. The sponsor assessed the event as possibly related to anti-platelet medication but not related to device. Approximately 3 months post index procedure the patient died. Death classification is unknown.